Event description:
The customer reported the coulter act diff 2 analyzer was leaking a drop of blood on top of the tubes. The volume of the leak was a few drops and was not contained within the instrument. The instrument was down. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that a defective probe wipe cup that was causing the leak. The fse replaced the probe wipe cup, which repaired the leak. The repairs were verified per established procedures. Th(B)(4).